Manufacturer narrative:
Although it has been reported that this device will be returned for evaluation, it has not yet been received by the manufacturer. Therefore, a failure analysis is not available at this time. Upon receipt of the sample/completion of the investigation, a follow-up medwatch will be submitted.

Event description:
As reported by distributor, while utilizing an encore inflation device, during balloon inflation, under fluoroscopy it was observed that the balloon was inflated, but the pressure gauge of the inflation device did not go up. When the physician checked the device, he felt that the gauge reading was increasing slower than the actual inflation rate. There was no patient injury or complications. The procedure was completed with another device. The used device will be returned for evaluation.